Event description:
The reporter stated that she had gotten the er1 message frequently. She did not recall details, but said it was "this past summer time." She thought she was doing something wrong," and stopped testing until the next day. She again rec'd er1 and went to a nearby medical clinic. She doesn't recall what her test results were at the lab, but said "I do know it wasn't unusually high or anything." And that "I don't get blood results over 500." Her insulin dose has not been changed.